Manufacturer narrative:
(B)(4). Title: transcatheter pulmonary valve replacement with the edwards sapien system: the toronto experience citation: journal of the american college of cardiology 2015 vol. 8, no. 14 (doi:10.1016/j.jcin.2015.08.016) authors: william m. Wilson, lee n. Benson, mark d. Osten, ashish shah, eric m. Horlick date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to evaluate the performance of a non medtronic percutaneous pulmonary valve. The study took place between october 2007 and (B)(6) 2014 and included 25 patients (predominantly male, mean age 34 +/- 8.9 years) all of which were implanted with the non medtronic sapien percutaneous pulmonary valve. Within the article, it was also reported that a non medtronic percutaneous pulmonary valve had been implanted, valve-in-valve, into a failed hancock ii (29 mm). The reason for the valve-in-valve procedure was not provided. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.